Event description:
It was reported an alert triggered due to a sudden increase in the superior vena cava (svc) coil, which occurred following a lead fracture. A radiograph and imaging under fluoroscopy showed a coil fracture. It was also reported the svc impedance was high and the patient described a "poking" feeling around the pocket. A partial explant was performed; the portion of the lead connected to the device was removed and the distal portion capped. The lead was replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.